Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information provide and without having the device to examine, a definitive cause for the reported difficulties could not be determined; however, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. D10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the tibial artery. The 4.0x200mm armada 14 balloon dilatation catheter (bdc) was advanced to the lesion with no issue. During the second or third inflation to 8 to 14 atmospheres (atm), the balloon would only partially deflate. The bdc was removed partially inflated with resistance noted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.